Event description:
It was reported that during an unspecified procedure, blood sprayed in the physician's face. The super sheath was inserted, and the patient's blood sprayed the physician in the face and on the head. The patient's systolic blood pressure was 170. They "suspected that there is no valve" in the device. The super sheath was replaced with another one and the procedure continued successfully. There was no consequence to the physician or patient, and patient status was reported as 'ok'.